Event description:
Boston scientific received information that during a normal device change out, the local field representative called into boston scientific technical services (ts) to determine if a new lead would be needed. Myopotential oversensing had been observed on the (ra) right atrial lead for "some time". There were no adverse patient effects resulting from the noise and all measurements were found to be stable. Out of range shocking impedances were also observed on the right ventricular (rv) lead at the time. Ts discussed that the cause may be a seal plug issue on chronic device. The ra lead was tested on a pacing system analyzer (psa) after being connected to the new device. The physician elected to replace the ra lead during the device change out even though the lead tested normal. The right ventricular (rv) lead was capped and replaced for the out of range measurements that had been found.

Manufacturer narrative:
The ra lead and this device was explanted and will be returned. The rv lead was capped and surgically abandoned and will not be returned. This report will be update once analysis has been completed.